Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test. No excessive no delivery alarms noted. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose in addition to recurring no delivery alarms. The customer reported their blood glucose rising to 540 mg/dl, which was treated with a manual injection. The paramedics were then called on (B)(6) 2018 for low blood glucose. Customer's blood glucose was 31 mg/dl at the time of admission. The customer reported having low blood glucose due to treatment with for their high blood glucose with a manual injection. The customer was not wearing the insulin pump upon arrival to the hospital. The customer was treated with a tube of glucose for their low blood glucose. The insulin pump will be returned for analysis. Frn- model unknown ¿ reservoir.